Event description:
Dealer said the chair surges as if the brakes were being applied. He then wanted to go over the fault log, 600,603. After explaining the fault log he said the chair stops and flashes 6.